Event description:
A us distributor reported that a patient was receiving 'adjust belt' messages and their monitor case was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (adjust belt messages, damaged case) has been confirmed.  Upon investigation the monitor failed detect and treat testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the black pulse wire within the connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.